Event description:
During the mechanical thrombectomy, it was reported that the solitaire stent detached on the second attempt to retrieve the thrombus and was left in the carotid artery. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Received additional information regarding the case: it was reported that the patient had a stenosis of the left ica (internal carotid artery) and had a stent implanted approximately 2 weeks prior to the solitaire procedure. The access was difficult and there was a bovine arch. The patient went home the day after the procedure. Two weeks post procedure, the patient presented with right hemiplegia and aphasia. The stent was occluded on doppler. Cta (computed tomography angiogram) showed the ica and mca (middle cerebral artery) occluded. The patient was on dual anti-platelet therapy. The solitaire was advanced past the previously placed stent to the mca-ica and pulled back with a very large thrombus, but flow was not restored. The solitaire was then advanced again past the stent for another pass. Upon retrieval of the solitaire the second time, it locked onto the previously implanted stent and detached. An attempt was made to retrieve the solitaire with a snare, but without success. Subsequently, the patient expired two days later. (B)(4).